Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l41427, implanted: (B)(6) 1996. Product type: catheter. Analysis found no significant anomalies. All codes pertain to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 150 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient went through withdrawal "a couple of months ago". It was unknown what environmental, external, or patient factors may have led or contributed to the event. It was noted the catheter was unable to be aspirated in the operating room on (B)(6) 2016. An entire new system was placed and the old catheter was left in the body. The pump was then sent back to the manufacturer. The patient was noted to be "alive - no injury", the event was considered to be resolved, and the patient recovered without sequelae. On 2016-aug-29, the patient's hcp was contacted to see if the patient's new dose was effective. It was reported that the patient had a great caretaker and the hcp would have definitely heard something if the patient was in withdrawal. It was later reported that the patient had a loss of therapy and the onset was unknown. Diagnostics performed included an ultrasound and dye study in the emergency room per the hcp's request. The cause of the patient's withdrawal symptoms was the catheter that the neurosurgeon left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.